Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device implant, no pacing was observed following lead connection. The device was then manually reprogrammed and pacing resumed as intended with no adverse patient effects, as patient exhibited an escape rhythm. Boston scientific's technical services was contacted for a technical explanation and communicated some possible root cause findings. To date, this device remains implanted and in service with no further performance issues.